Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial resection and lobectomy procedure, at the second firing, the surgeon started firing the device, however it stopped at the halfway. He removed the cartridge from the tissue, and noted the stapling incomplete. The surgeon said that the tissue was thick due to interstitial pneumonia. Replaced by another device, and the procedure was completed. No patient injury.